Event description:
It was reported that, during a tka surgery, the tibia cutting block of a vis adpt guide lgnp kit was off, after cut the knee was very tight in flexion. It is unknown how the procedure was completed or if there was any delay as a consequence of this problem.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the tibia cutting block of a vis adpt guide lgnp kit was off, after cut the knee was very tight in flexion. It is unknown how the procedure was completed or if there was any delay as a consequence of this problem. However, further clarification was attempted and no further information that stated any injury to the patient was available. Therefore, this event is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the vis adpt guide lgnp kit was off, very tight in flexion after cut. No further information available at the moment.